Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus aim was one inch off even after inserting a new stylus and recalibrating. The programmer was returned for repair and recalibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus did not align with the cursor on the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Additionally it was noted that the hard drive was reconfigured and the software reloaded.